Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the cannula of the set came out of the patient's skin and the site migrated further down their body. The home care user reported that the site was originally placed below the navel and throughout the course of the day, the site moved to below the waist. The home care user stated that their blood glucose levels were not affected. No further adverse effects to user reported.